Event description:
It was reported that during the procedure, the tip of the device came off. Nothing fell into the surgical site and the procedure was successfully completed with a back up. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device will not be returned to the MFR for investigation. If add'l info is rec'd, a follow up report will be filed.